Event description:
This lv lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011 states that they are at the device changeout. It was noted that the lv lead was in the rv port. Dr. (B)(6) did procedure in 2005. This is off-label use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).